Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An osseotite xp® miniplant® 3.25/4 x 13mm (os3213) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and abutment/crown attached with fracture at the threads. Device history record (DHR) electronic copy is not available for review. The investigation will be reopened and updated upon fulfilment of this request. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number (84853) for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implant fractured at the body level and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).